Event description:
During verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.